Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a high-pitched alarm along with a black circle on the display. The device was not delivering insulin and none of the buttons would respond. The customer removed and replaced the battery three times but the anomalies persisted. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with constant tone and frozen screen due to faulty mother board. We were unable to verify button keypad anomaly or perform the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to frozen screen. The insulin pump had cracked case at display window corner and minor scratched display window.